Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had incorrect illustration. This was discovered before use. The following information was provided by the initial reporter: illustration of nexiva, double port was single port.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. The photo dispalyed a one port nexiva on the dispenser box however the lot and material number are for a two port nexiva unit. The illustration on the box is incorrect. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the packaging process. This defect can occur due to an incorrect dispenser box being placed in the packaging feeder or the dispenser boxes from the previous lots were not cleared from the line. The DHR for lot number 9058556 has been reviewed, two related quality notifications were found: 200801501 & 200801812.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had incorrect illustration. This was discovered before use. The following information was provided by the initial reporter: illustration of nexiva, double port was single port.